Manufacturer narrative:
Per the reporter, the device is not available for return. A review of device history record (DHR), did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and injector interaction), may have caused or contributed to this event.

Event description:
It was reported that an intraocular lens (iol) was implanted and upon inspection, it was noted that the trailing haptic was amputated and floating in the anterior chamber. The iol was removed and a second iol was placed in which the same issue was noted. The incision was enlarged by .3mm to remove one of the implanted iols. A lens of a different model was implanted. Per the surgeon, the likely cause of the event could be loading error with the lens stuck in the delivery device. Allegedly, the delivery device directly pressed on haptic both times resulting in breakage. The patient''s current outcome is listed as persistent increased intraocular pressure. This report corresponds with the first iol.